Event description:
It was reported that on (B)(6) 2018, a 25mm trifecta gt valve was implanted. On an unknown date, patient reported limitation walking/going up stairs from windedness, shortness of breath, fatigue, lightheadedness, basal atelectasis, bilateral pleural effusion, congestive heart failure, severe aortic regurgitation, moderate aortic stenosis, severe adhesions, prior aortic graft resection, mild pulmonary edema, patchy atelectasis, and post-op anemia. It was reported the 25mm trifecta gt valve was explanted on (B)(6) 2022.

Manufacturer narrative:
This individual case was received by the manufacturer as part of a bulk report and is being submitted as a separate medical device report (MDR) specific to the identified device and patient it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.